Event description:
As reported to coloplast, though not verified, the patient experienced dyspareunia, pain, urinary urgency and incontinence, physical deformity, and difficulty performing sexually and completing daily activities. The patient has also reportedly undergone removal surgeries.

Manufacturer narrative:
Lot: 4185368. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Portions of this event were previously submitted via alternative summary report (exception number e2014015) submitted on october 25th, 2016; this report is intended to be a follow up report to submit additional information that has been received.